Event description:
It was reported that during a routine follow-up, noise oversensing with pace impedance measurements greater than 3000 ohms, were observed on this right atrial (ra) lead. The issue was thought to be a broken lead. The patient will be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.